Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not flowing insulin through the tube. Customer already spoke with someone who discovered the needle was bent. Customer stated that he had a no delivery alarm last night. Customer stated that he changed the battery but it did not fix the issue. Customer stated that earlier today he was bending for work. Customer thinks that this may have caused the bent needle. Customer's blood glucose was 333 gm/dl at the time of the incident. Customer's current blood glucose was 157 mg/dl. Customer had symptoms of feeling thirsty due to his high blood glucose. Customer stated that the reservoir was completely empty. Customer stated that this morning, he had blood glucose readings of 349 mg/dl before breakfast and later 600 mg/dl. Customer stated that his called his diabetic nurse and was advised to disconnect from the pump. Customer will use insulin pens to treat. Customer stated that he only had the no delivery alarm on (B)(6) 2016.